Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Us clinical narrative: an impella cp was inserted via the right femoral artery to support the 50-year-old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). At the time of pump insertion the patient was seen to be in scai stage c shock. Other underlying medical history was not shared. On day 2 of the support the team did observe a thrombus at the pump inlet while the team was performing an echo. Rather than explant the team kept the patient anticoagulated and then explanted on day 4 while utilizing two embolic protection devices, specifically the sentinel cps and ono retrieval device. The clot was still seen to be in the left ventricle after pump explant. There was no material observed on the pump at the time of explant. Of note the patient was on the anticoagulation of heparin and there was no noted embolization or harm from the left ventricular thrombosis. The patient survived the event without any other intervention noted/reported.